Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the health care provider (hcp) could not insert the lead into the implantable neurostimulator (ins) header block. The guide wire slid in easily, but the lead only inserted to the third contact. The lead would not advance all the way into the header block. The hcp discussed lining up contacts one off. The manufacturer representative did not have another ins for the hcp to try. The hcp implanted and tightened down the lead in the ins without seeing the blue end. All combinations with 3 were negative and showed greater than 4000 ohms. The patient was sent home with 4 different programs that didn't use electrode 3 and on a low voltage. The manufacturer representative was concerned about options for the patient if further programming was needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the hcp told the patient and their spouse that they were unable to connect all 4 wires. They only connected 3 during the implant procedure and because the manufacturer representative didn't have a spare machine, they discussed and decided to implant it anyway. They knew that this one would not last as long.